Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system ((B)(4)) shutting down during ivtm therapy was confirmed during functional testing. The investigation revealed that the root cause of the reported event was due to a blown fuse. No physical damage noted on the thermogard xp ivtm system. No discrepancy observed during archive event log review. Initial functional testing could not be performed due to thermogard xp ivtm system not powering on. Thus, confirming the reported complaint. To remedy the power issue, the blown fuse was replaced with a new fuse. The thermogard ivtm system was re-tested and passed all functional tests. The thermogard is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
Approximately after 16 hours of ivtm therapy, the thermogard console (serial #(B)(4)) suddenly shut down. The physician discontinued the thermogard and used "arctic sun" to continue with the therapy. No known impact or consequence to patient information was available.